Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware, on (B)(6) 2016, of continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) /2016. Sensor was inserted on (B)(6) 2016, on the abdomen. It was reported fingerstick values were entered during loss of antenna. No additional event or patient information is available. Labeling indicates: do not calibrate if the out of range symbol shows in the status area.